Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was attempted to be implanted within the trachea of a patient on (B)(6) 2013 during a tracheal stent placement procedure. According to the complainant, during the procedure, the stent was attempted to be deployed. However, during deployment, the deployment suture became entrapped in the delivery catheter and the stent was partially deployed in the trachea. The partially deployed stent caused an acute airway obstruction and the device was quickly removed using forceps. The procedure was completed with another ultra flex tracheobronchial stent. The patient's condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned device found that the stent was received fully deployed and unraveled at one end. The deployment thread was not returned. The stent measured 34mm in length due to the unraveling. The cover appeared torn and measured approximately 27mm in length. No issues were noted with the delivery system. The most probable root cause classification of this investigation is operational context. This is defined as a complaint that is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was attempted to be implanted within the trachea of a patient on (B)(6) 2013 during a tracheal stent placement procedure. According to the complainant, during the procedure, the stent was attempted to be deployed. However, during deployment, the deployment suture became entrapped in the delivery catheter and the stent was partially deployed in the trachea. The partially deployed stent caused an acute airway obstruction and the device was quickly removed using forceps. The procedure was completed with another ultra flex tracheobronchial stent. The patient's condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.